Event description:
It was reported to boston scientific corporation in 2005 that a jagwire guidewire was used during a stent placement procedure three days prior (patient gender, age and weight unknown). According to the complainant, during the procedure the jag-wire proximal end was barbed, resulted the lost stent. The procedure was successfully completed with another jagwire and stent. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual examination of the returned device revealed that the ptfe sheath was slightly bent. The cause of the reported malfunction could not be determined.